Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing in-house programming history it was noted that on (B)(6) 2004 the device was interrogated, programmed (2.0ma /20 pw /250 sf /30 seconds on time / 5 minutes off time) then a system diagnostic was performed twice. A final interrogation was not performed and on the next recorded visit (B)(6) 2004 the first interrogation the device settings were 1/0/20/500/30/60. The patient's device settings were corrected that day back to 2 ma,20 sf, 250 pw, 30 seconds on time, 5 minutes off time.